Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿low¿, however, a specific bg value was not provided. The cause of the low bg was unknown. The customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.